Event description:
It was reported that a pediatric user of the ilet experienced frequent hypoglycemia episodes attributed by the reporter to inconsistent insulin dosing and perceived overcorrections following meal announcements, with device data showing post-meal glucose rises followed by corrective dosing and a documented nadir of 41 mg/dl. Symptoms included no reported clinical manifestations during the low events. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included a review of device reports and troubleshooting with user education, and the family performed a factory reset to allow the system to readjust. Investigation of this case revealed no device malfunction reported and the cause remained unclear, as glucose responded to standard oral carbohydrate treatment and alerts functioned. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.